Event description:
It was reported that during an ladg procedure that the blade was broken off when it was wiped on the tray. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.